Event description:
It was reported that there was a set screw issue with the device during implant. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of a set screw anomaly was confirmed in the laboratory. Pin gauges were used to test the set screws and three of the four lead bores had inadequate set screw travel to adequately grip a minimum diameter lead bore pin per the iso specifications.